Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the master tool manipulators (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed and replicated. In the system logs, an error was found indicating a fault on the axis 8 (grip), confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a test system where the error was triggered indicating fault on the axis 8, replicating the reported event. The mtm was then installed onto a surgeon side console (ssc) test platform where "power up" testing was found to be failing on the axis 8. Once testing was completed, the embedded serializer for master handle (esmh) board was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon called to report that he could not open or close the tips of the instruments on universal surgical manipulators (usm) #1 and #2, both of which were assigned to the left master tool manipulator (mtm). The rest of the usms were responding properly. This issue occurred suddenly in the middle of the case. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked the logs, which showed no issues, and guided the surgeon to reseat the sterile adaptors of both arms as a precaution. This action did not bring any improvement. The tse then guided the surgeon to perform an emergency stop (e-stop) and fault override, but this was also unsuccessful. The surgeon ultimately decided to convert to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was informed that additional ports were placed due to the conversion to traditional laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to recalibrate the master tool manipulators (mtm) but the issue persisted. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for failure analysis evaluation.